Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency department following a syncopal event. The patient's heart rate was found to be 40 bpm upon presentation with no evidence of capture observe via electrocardiogram. A magnet was later placed over the device and function confirmed with a rate of 100 bpm as expected. The device was later interrogated at which time rv output was increased to 7.5v after observing variable threshold measurements between 1.3-2.8v with output programmed to 3.0v; it was assumed that thresholds had periodically increased above 3.0v resulting in the observed behavior. Other lead parameters were within normal limits. No additional adverse patient effects were reported.